Manufacturer narrative:
(B)(6). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2019-04574). It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the biliary duct, performed on (B)(6) 2019. According to the complainant, during the procedure while the physician attempted to release the stent, the suture released properly but it failed to deploy. The device was noted to be 'damaged'. Cannulation was performed and another attempt was made using a new flexima biliary stent however, the same problem occurred. Finally, a third flexima biliary stent was used, yet the stent failed to deploy. The procedure was completed using a fourth biliary stent. There were no patient complications reported as a result of this event. A photo of the complaint device was provided and showed the proximal end of the guide catheter was detached while the rest of the guide catheter appeared to have remained within the push catheter.